Event description:
It was reported that after follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in inappropriate shocks. The morphology of the patient's rhythm was noted to have widened resulting in the smart pass feature to be disabled. It was also noted that an untreated episode was previously stored due to oversensing. This patient was seen in clinic and the device was reprogrammed to the secondary vector. This device remains in service. No adverse patient effects were reported.